Event description:
The customer called and reported receiving a compromised force sensor system. Customer's blood glucose was over 137 mg/dl. The insulin pump was reportedly neither bumped nor dropped prior to the alarm occurring. While troubleshooting, it was reported that the drive support appeared normal. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to cracked end cap. No compromised force sensor system alarm noted. The occlusion test and excessive no delivery test could not be performed due to cracked end cap. The insulin pump was received with scratched reservoir tube window, cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.